Event description:
Clinical coordinator (cc) reports one episode of pt hypersensitivity at about ten minutes into treatment. The pt, complained of shortness of breath and nausea, and coded within ten minutes. Pt was then admitted into a hosp. This was only pt's second time being dialyzed as a chronic pt. It was the first use of a ca 150 dialyzer. No other info is available at this time.